Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient have faced infusin set needle broke eventon (B)(6) 2024. The vent occured during needle guard removal. The blood glucose level was 183 mg/dl. No further information available.